Event description:
It was reported that the unit was no longer needed, but an eval was requested.

Manufacturer narrative:
The DHR for the related device was reviewed, and no discrepancies were found.